Manufacturer narrative:
The event date was approximated to (B)(6) 2019, as it was reported that the event happened 3 to 4 weeks from (B)(6) 2019, the date the complaint was first reported to bsc. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on an unknown date (approximately 3-4 weeks prior to (B)(6) 2019, the date the event was reported to bsc). According to the complainant, during the procedure, the dart came off from the suture and was lost inside the patient. Reportedly, an x-ray was performed and identified that the detached dart was in fact inside the patient. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.